Event description:
It was reported that the customer received a button error alarm on the insulin pump after it may have been exposed to humidity. Her blood glucose level was 7.7 mmol/l. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.